Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that when inserted into the mouth video available no light no view. Switch to conventional intubation. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for technical inspection. The errors described by the customer have been confirmed by the manufacturer. The following was detected during the technical inspection by the manufacturer: customer complaint identified. Led is dim. Blade damaged. Leak between plug and cover. Software version is up to date. Number of operating hours: 3 h 12 min. Number of switch-ons: 37. The device passed the quality check at the time of delivery. Based on the defects identified during the technical inspection it is concluded that the most likely cause of the described fault is mechanical damage caused by the customer, which is why the light is not working properly. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).